Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) after receiving the recall letter from lfs for the onetouch ultra test strips with the lot number 2829235. During the call, the patient alleged that the onetouch ultra meter was reading inaccurately low. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional info. The mas mailed a letter to the patient on nov 3, 2008, in an attempt to contact the patient for follow-up questioning. The patient tests his blood glucose 3 times a day and he manages his diabetes via insulin on a sliding scale. The patient indicated that he bought the reported test strips in the beginning of original month, in the morning (date and time not specified). During that time, he reportedly noted that he was getting blood glucose readings between "98 and 110 mg/dl" on the subject meter, which according to him were inaccurately low. The patient stated that his usual readings were between "180 and 200 mg/dl." As a result of the reported issue, the patient reportedly took more food and/or beverage. At an unspecified time, after the reported issue, the patient reportedly experienced symptoms of "dry mouth, blurry vision, dizziness and felt that his sugar was up." He reportedly was getting readings between "98 and 110 mg/dl" on the subject meter during that time. He stated that he increased his insulin (unk type and dose) following the symptoms. The patient did not seek any medical attention due to the reported issue. The patient was not tested on any other meter. The patient did not have the meter at the time of call to verify whether the reported readings matched with the subject meter's memory. The patient's testing and cleaning techniques were reviewed to be correct. The patient's test strips were replaced. Based on the provided info., this complaint is being reported because after the patient reportedly started using the test strips which were affected by the recall, he allegedly developed symptoms that can be associated with hyperglycemia while he reportedly obtained readings between "98 and 110 mg/dl" on the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Serial number not provided.